Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using twin package of, reach total care plus massage toothbrush, for dental cleaning (route dental, lot number 3569sgs1, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the two toothbrushes broke at the handle after using it for second or the third time. The consumer also stated it was hard to read the lot number imprinted on the neck, in the rubber of the toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was not returned. A review of trending data by product family found no adverse trends. Device history record review was acceptable. No related manufacturing or facility issues were found. Retain sample was evaluated and met specification. Based on acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using twin package of, reach total care plus massage toothbrush, for dental cleaning (route dental, lot number 3569sgs1, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the two toothbrushes broke at the handle after using it for second or the third time. The consumer also stated it was hard to read the lot number imprinted on the neck, in the rubber of the toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was not returned. A review of trending data by product family found no adverse trends. Device history record review was acceptable. No related manufacturing or facility issues were found. Retain sample was evaluated and met specification. Based on acceptable document review, due to lack of a sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The manufacturer received two orange toothbrushes, lot 3569sgs1,without packaging. Both brushes were broken approximately 1 cm below the thumb grip. Bristles appeared intact and used. The handle area of breakage of the returned sample was the area of clamping during execution of the overbend test. Therefore, this part of the handle did not get load with bend forces during the test. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. Although this complaint was confirmed due to the returned sample, it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using twin package of, reach total care plus massage toothbrush, for dental cleaning (route dental, lot number 3569sgs1, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the two toothbrushes broke at the handle after using it for second or the third time. The consumer also stated it was hard to read the lot number imprinted on the neck, in the rubber of the toothbrush. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00387. The manufacturer report number for the second product is 2214133-2012-00390. (B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00387. The manufacturer report number for the second product is 2214133-2012-00390. The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2012-00387. The manufacturer report number for the second product is 2214133-2012-00390. (B)(4). This closes out this report unless other additional significant information is received.